Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were in emergency room due to experienced low blood glucose. Blood glucose reading was 41 mg/dl. The insulin pump will be returned for analysis.